Manufacturer narrative:
Lens was received by the manufacturer for analysis.

Manufacturer narrative:
The intraocular lens (iol) was received and inspected under illuminated 10x magnification, lens showed one distorted haptic. In follow-up with the reporter it was learned the iol dislocated due to capsular contraction of the eye. Haptic distortion occurred during the explant procedure. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to lens dislocation.